Event description:
The home patient (hp) reported being overfilled with fluid while using the homechoice cycler for apd therapy. The hp reported patient normally drains out the last fill volume of 2000mls during the initial drain. In 2003 therapy advanced past the initial drain into fill 1 before patient was completedly drained and as a result, the hp placed the cycler into a manual drain during fill 1. The hp stopped the manual drain and noted the homechoice device displayed the fill volume as being a negative number. The hp resumed the fill phase and noted that the device initiated the delivery of fluid starting from the negative fill volume. The hp reported that as the fluid was being delivered, patient received the negative fill volume plus the normal programmed fill of 2000mls, resulting in an overfill of solution. The hp relates that there was no patient injury or medical intervention as a result of this incident.